Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted, replaced and returned for an unspecified reason. No field allegations have been received against this product. This report was created due to laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. Additionally, when the device case was opened individual components were isolated and tested. Detailed analysis revealed a performance problem with the transformer used in the high voltage charging circuit. Further analysis determined that this damage disrupted the device's ability to charge the high voltage capacitors leading to the observed long charge time and resultant declaration of [eol]. In addition, this issue would have prevented this device from delivering shock therapy; however, pacing and sensing remained available.